Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was above 500 mg/dl and read "high" on cgm, a specific value was not provided. The customer declined to provide additional information regarding the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.